Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for an atherectomy procedure. The first two treatment attempts were unsuccessful, as the oad was unable to cross the lesion. After the third treatment, an unusual noise was heard when they engaged the calcium, and a perforation was observed in the circumflex artery. Balloon tamponade was used to resolve the perforation. A covered stent was unable to be delivered. The patient was admitted to the intensive care unit (ICU).